Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification and a hole in the tubing approx. 1.75¿ from the twist sleeve was noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. During functional testing a leak through a hole in the tubing was noted. The reported condition was verified. The cause of the leak was a hole in the tubing. The cause of the hole in the tubing was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be in their 80's. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from their transfer set resulting in peritonitis. The leak was described to be around the twist clamp of the transfer set. The peritonitis was manifested by an increase in white blood cell count. On the same day as onset, the patient was hospitalized and their transfer set was replaced. The transfer set leak was not noted in the hospital. On an unreported date, the patient started treatment with unspecified antibacterial (dose, frequency and route not reported) for peritonitis. Three days after onset of event, the patient was recovering and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.